Manufacturer narrative:
Concomitant medical products: 4965-50 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia and noted that the implantable pulse generator (ipg) was "not working properly". The ipg remains in use. No patient complications have been reported as a result of this event.